Event description:
Customer reported many false negative urine hcg results on patients. No patient information was provided and no information on how testing was performed to verify the false negative results.

Manufacturer narrative:
No product lot number was provided, insufficient information to pursue further investigation. No product or samples were returned for testing. This issue will be trended in our quality management system. No corrective action required at this time as no product deficiency was established.